Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user experienced hypoglycemia with a blood glucose (bg) level of 43 mg/dl. The user treated with fast-acting carbohydrates and bg returned to range. No medical intervention or hospitalization was required, and no long-term health effects were reported.